Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Patient is less mobile than he was before surgery. Patient now suffers from severe injuries and damages, including but not limited to bone overgrowth causing nerve compression, chronic pain and radiculitis, and emotional distress and mental anguish.

Event description:
It was reported that on (B)(6) 2007, patient underwent a posterior lumbar interbody fusion (plif) and posterolateral fusion at l5-s1 using peek cage, globus revere pedicle screw system and rhbmp-2/acs. Patient was diagnosed with increasingly severe pain. Imaging studies showed that patient had developed uncontrolled bone growth and resulting nerve compression at or near where the rhbmp-2/acs was implanted. Patient also suffers from radiculitis, emotional distress, and mental anguish. It was reported that the patient suffered chronic pain radiating into his arms and legs, nerve damage, and erectile dysfunction.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007: patient with pre-op diagnosis of lumbar disk degeneration with chronic mechanical low back pain at l5-s1level got admitted in the hospital. Patient underwent the following procedures for the treatment of his ailments: - lumbar interbody fusion using peek device supplemented with autologous bone graft and bmp - posterior lateral fusion using bone graft bone extender supplemented with bmp - lumbar instrumentation at l5-s1 level using pedicle screw system per op-notes, ¿the anterior disk space is then packed with morcellized autologous bone graft from products of laminectomy from the same incision, and supplemented with bone morphogenic protein ¿ interbody peek device is then chosen, measured at 11 mm x 26 mm in size, packed with bone morphogenic protein¿ this provides a fusion bed for the posterior lateral fusion. This is accomplished with the remaining morcellized autologous bone chips, as well as the remaining bone morphogenic protein supplemented with bone graft bone extender.¿

Manufacturer narrative:
(B)(4)